Event description:
It was reported that the patient presented to the emergency room after receiving multiple inappropriate shocks due to oversensing of noise. All other electrical measurements were normal and no lead damage was observed on fluoroscopy. The therapies were programmed off. The lead was explanted and replaced without complications.

Manufacturer narrative:
(B)(4). Internal insulation abrasion was noted at 15.6-16.9cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 25.5-26.8cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 11.0-12.2cm from the distal tip. The etfe coating was abraded at this location, consistent with the field observation of noise, oversensing and inappropriate therapy.